Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received final analysis found that the suture sleeve was tied too tightly which damaged the proximal and distal insulations and proximal coil at 25.4 cm from the connector pin. Both coils shorted together which resulted in the reported low lead impedance.

Event description:
It was reported that the atrial unipolar impedance was 200 ohms and bipolar impedance less than 100 ohms. There was no atrial capture. At explant, it was noted that the suture sleeve and proximal insulation were damaged. The lead was replaced.